Manufacturer narrative:
This report is currently being investigated. In the event that additional information is obtained, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Sample has been received for investigation, customer reported issue could not be duplicated on the sample received. Investigation efforts for customer reports of the cuff not deflating were completed on (B)(4) 2014. Investigation results revealed the following: investigation of deflation issues associated with the bronchocath product has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall and when the notched openings are oriented to the outside of the curvature. Information has been added to the database and trends will continue to be monitored.

Event description:
A report received from korea stated, during the cuff balloon test, prior to use, the cuff did not deflate. There was no report of patient injury.